Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain sticking, stabbing pain in lower pelvis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"). On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced migraine ("migraines"), fatigue ("fatigue"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved and the muscle strain, menometrorrhagia, dyspareunia, migraine, fatigue, muscle spasms, back pain, diarrhoea, musculoskeletal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fatigue, menometrorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)') and pelvic pain ('pelvic pain sticking, stabbing pain in lower pelvis/pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. Concurrent conditions included urinary tract infection, sacroiliitis and lumbar strain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"), 2 months 25 days after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). In (B)(6) 2014, the patient experienced back pain ("back pain/ lower back pain"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingcetomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, muscle strain, menometrorrhagia, migraine, fatigue, muscle spasms, diarrhoea, musculoskeletal pain, arthralgia, menorrhagia, vaginal haemorrhage, genital haemorrhage and urinary tract infection outcome was unknown, the pelvic pain had not resolved, the abdominal pain, dyspareunia, back pain and female sexual dysfunction was resolving and the nausea had resolved. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information regarding date of insertion from previous version : date of insertion was (B)(6) 2009. Plaintiff received treatment for pain: apareunia, pelvic pain, abdominal pain. Bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Looked like everything in place correctly. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs recieved. Outcome for dyspareunia were updated to recovering/resolving. Onset dates for events updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain sticking, stabbing pain in lower pelvis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"), 2 months 26 days after insertion of essure. On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced migraine ("migraines"), fatigue ("fatigue"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingcetomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved and the muscle strain, menometrorrhagia, dyspareunia, migraine, fatigue, muscle spasms, back pain, diarrhoea, musculoskeletal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fatigue, menometrorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain and pelvic pain to be related to essure. The reporter commented: discrepant information regarding date of insertion from previous version : date of insertion was on (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 08-jan-2019 for the following reason: information and references from case: (B)(4) were migrated to this as it is a follow up from this case. Reporter¿s information was updated and a new reporter was added, and insertion date of essure was updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)') and pelvic pain ('pelvic pain sticking, stabbing pain in lower pelvis/pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. Concurrent conditions included urinary tract infection, sacroiliitis and lumbar strain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"), 2 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingcetomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, muscle strain, menometrorrhagia, dyspareunia, migraine, fatigue, muscle spasms, back pain, diarrhoea, musculoskeletal pain, arthralgia, female sexual dysfunction, menorrhagia, vaginal haemorrhage and nausea outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menometrorrhagia, menorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information regarding date of insertion from previous version : date of insertion was (B)(6) 2009. Plaintiff received treatment for pain: apareunia, pelvic pain, abdominal pain. Bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received. Lab data , concomitant condition added. Events : perforation (fallopian tube(s)), perforation (uterus) ,abnormal bleeding (vaginal), nausea were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain sticking, stabbing pain in lower pelvis/pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"), 2 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced migraine ("migraines"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), female sexual dysfunction ("apareunia") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingcetomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved and the muscle strain, menometrorrhagia, dyspareunia, migraine, fatigue, muscle spasms, back pain, diarrhoea, musculoskeletal pain, arthralgia, female sexual dysfunction and menorrhagia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, menometrorrhagia, menorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain and pelvic pain to be related to essure. The reporter commented: discrepant information regarding date of insertion from previous version : date of insertion was (B)(6) 2009. Plaintiff received treatment for pain: apareunia, pelvic pain, abdominal pain. Bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Events: apareunia and menorrhagia (heavy menstrual bleeding) was added. Lab data and reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain sticking, stabbing pain in lower pelvis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"). On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced migraine ("migraines"), fatigue ("fatigue"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved and the muscle strain, menometrorrhagia, dyspareunia, migraine, fatigue, muscle spasms, back pain, diarrhoea, musculoskeletal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fatigue, menometrorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)') and pelvic pain ('pelvic pain sticking, stabbing pain in lower pelvis/pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. Concurrent conditions included urinary tract infection, sacroiliitis and lumbar strain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"), 2 months 25 days after insertion of essure. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), back pain ("back pain/ lower back pain"), arthralgia ("joint pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, muscle strain, menometrorrhagia, dyspareunia, migraine, fatigue, muscle spasms, diarrhoea, musculoskeletal pain, arthralgia, menorrhagia, vaginal haemorrhage, genital haemorrhage and urinary tract infection outcome was unknown, the pelvic pain had not resolved, the abdominal pain, back pain and female sexual dysfunction was resolving and the nausea had resolved. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information regarding date of insertion from previous version : date of insertion was (B)(6) 2009. Plaintiff received treatment for pain: apareunia, pelvic pain, abdominal pain. Bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: pfs received : event "uti" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)') and pelvic pain ('pelvic pain sticking, stabbing pain in lower pelvis/pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. Concurrent conditions included urinary tract infection, sacroiliitis and lumbar strain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"), 2 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), back pain ("back pain/ lower back pain"), arthralgia ("joint pain"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingcetomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, muscle strain, menometrorrhagia, dyspareunia, migraine, fatigue, muscle spasms, back pain, diarrhoea, musculoskeletal pain, arthralgia, female sexual dysfunction, menorrhagia, vaginal haemorrhage, nausea and genital haemorrhage outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information regarding date of insertion from previous version : date of insertion was (B)(6) 2009. Plaintiff received treatment for pain: apareunia, pelvic pain, abdominal pain. Bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet received : event added- genital haemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)') and pelvic pain ('pelvic pain sticking, stabbing pain in lower pelvis/pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016: operative report: left fallopian tube was folded on itself and adhered. The pathology report indicated there was a metal coil within the proximal lumen of both fallopian tubes. Concurrent conditions included urinary tract infection, sacroiliitis and lumbar strain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / cramps"), 2 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced muscle strain ("low back strain") and muscle spasms ("back spasms"). On (B)(6) 2014, the patient experienced diarrhoea ("diarrhea") and musculoskeletal pain ("left shoulder pain"). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), back pain ("back pain/ lower back pain"), arthralgia ("joint pain"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, muscle strain, menometrorrhagia, dyspareunia, migraine, fatigue, muscle spasms, back pain, diarrhoea, musculoskeletal pain, arthralgia, female sexual dysfunction, menorrhagia, vaginal haemorrhage, nausea and genital haemorrhage outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, muscle spasms, muscle strain, musculoskeletal pain, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information regarding date of insertion from previous version : date of insertion was (B)(6) 2009. Plaintiff received treatment for pain: apareunia, pelvic pain, abdominal pain. Bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.